Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During a shift check, it was reported that the autopulse platform (s/n: (B)(4)) displayed a user advisory (ua) 16 (timeout moving to take-up position) and a ua 24 (timeout moving to "home" position) error message. To troubleshoot the issue, the customer reportedly used another (new) lifeband; however, the issue was not resolved. There was no patient involvement reported.

Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) as evaluated by azm. Visual inspection was performed and found the brake was out of normal range. Review of the archive data revealed user advisory (ua) 16 (timeout moving to take-up position) and a ua 24 (timeout moving to "home" position) error messages occurred around the reported date of event. Other ua messages were observed, however, were clearable by the customer. During functional testing, ua16 was observed. To resolve both the ua 16 and ua 24, the brake was adjusted to normal range. In summary, the customer's reported complaints were confirmed during archive data review and functional testing. The autopulse platform is a reusable device and was manufactured on 07/20/2010. Therefore, this type of issue is characteristic of normal wear for the life of the device. The brake was adjusted to specification. The platform passed all final testing criteria.